Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody identification when using capture-r ready-ID, when tested on a galileo echo on (B)(6) 2015.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the customer instrument. No customer product or patient blood sample was returned to immucor for immucor investigation. However, the immucor laboratory tested retention product on 24feb2015, which performed as expected.